Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core onetouch smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope core onetouch smart cable and confirmed the cable showed an intermittent image when a test blade or baton was connected. Technical services attributed the issue to cable failure. The glidescope core onetouch smart cable was forwarded to verathon canada for further investigation. The investigation at verathon canada was able to duplicate the reported intermittent image issue when torque was applied to the glidescope core onetouch smart cable. It was discovered that torsion to the hdmi pcba could cause stress and deformation resulting in broken solder joints or damaged components. The damage did not cause a complete break in the connection but loss to the vsync signal line on the hdmi pcba. It was determined that if the test blade attached to the glidescope core onetouch smart cable was manipulated in a counter-clockwise direction, the connection could be reestablished and live video would return. Root cause has not been determined. Verathon has opened a corrective and preventive action (CAPA) to further investigate the issue and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core onetouch smart cable, there was an intermittent image. A delay of an unspecified duration occurred as a standard core smart cable was obtained to complete the procedure. No harm to the patient or user was reported.